Manufacturer narrative:
This construct was removed on (B)(6) 2015 but not returned for evaluation. Since the device lot number was not able to be identified since the device was not returned pioneer surgical / (B)(4) was not able to perform a DHR review. This is the first reported case for this type of complaint. Through inspection of a radiographic image of the break it was determined that the surgeon only used 2 screws in the plate. Based on the surgical technique for this system and also based on the 510(k) testing that was performed prior to the release of this device to the market the requirement is to use a minimum of 4 screws to affix the plate to the patient's occiput. This may have contributed to the plate breaking post operatively. Device not returned for evaluation.

Event description:
During a follow up visit it was determined that the occipital plate had broken and one of the screws had backed out. The patient was revised on (B)(6) 2015.